Manufacturer narrative:
The service rep replaced ps3 power supply. Tested lift column for proper operation. System functions as intended.

Event description:
Customer reported lift column intermittently will not raise. No pt injury.